Manufacturer narrative:
(B)(4). The physician believed that the slda was partly due to inadequate leaflet insertion, and the difficulty with the second clip. An attempt was made to place the new clip lateral to the first, but it was not possible to grasp both leaflets due to the abnormal movement of the posterior leaflet caused by the slda. The decision was made to place the clip more lateral and place an additional clip between the two clips. The clip was implanted successfully. A fourth cds was advanced, and the clip was implanted. Three clips had been implanted, reducing the mr to 2. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter (x2, clip delivery system (x2). The two other clip delivery systems and the steerable guide catheter are filed under separate medwatch MFR numbers. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the first implanted ((B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet and required an intervention. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Challenging anatomy was noted. The first clip delivery system (cds (B)(4)) was advanced. Leaflet grasping was performed and it was noted that the anterior leaflet was not well attached; however, the clip was deployed, reducing the mr to 3. The second cds ((B)(4)) was advanced to the left atrium. When the delivery catheter (dc) handle was advanced, the clip would dive in random directions. A little m knob was needed to obtain correct position over the jet, which was unusual. The cds began to be retracted, but resistance was noted with the steerable guiding catheter ((B)(4)), due to a kink proximal to the clip. The cds became stuck on the sgc tip approximately 5 times, and the devices were removed together. After removal, it was noted that the sgc was torn in several places. Both devices were replaced. Extended anesthesia was given due to the issue with the second cds. The third cds (lot 51009u233) was advanced; however, during use with m-knob, the clip moved in the wrong direction. It was found that the blue lines were misaligned. The cds was removed and reinserted without issue. At this point the implanted clip ((B)(4)) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
(B)(4) correction: device not returned. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. It should be noted that the mitraclip instructions for use (IFU) warns, warning: an improper grasp will allow one or both leaflets to move freely. Closing and deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda). In this case, the leaflet assessment was not satisfactory prior to clip deployment, and this likely contributed to the reported slda. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology and user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.